Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion), h11. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath was not returned for evaluation. Two kinks were observed on the catheter tubing and inner lumen approximately 35.1cm and 68.8cm from iab tip. A laboratory insertion test was unable to be performed due to the membrane being unfurled and inner lumen bent. The condition of the iab as received indicated kinks on the catheter tubing and inner lumen. Kinks on the inner lumen can cause difficulty during insertion. We are unable to determine when the kinks may have occurred. The evaluation confirmed the reported difficult insertion. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. Always grasp the iab catheter no more than 2.5cm from the insertion site or sheath bub and advance in short continuous stroke to avoid kinking the iab catheter. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion, the intra-aortic balloon (iab) would not track over the wire. The iab advanced over the wire and was able to exit the sheath, however, midway between the sheath and the 2nd/third intercostal space the iab would no longer advance over the wire. The iab was removed and a new iab was inserted without incident. There was no patient harm or adverse event reported.